Event description:
The customer reported that the device froze during an nbp measurement with a patient. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.